Manufacturer narrative:
Additional narrative: this device is distributed outside of the united states (u.s.); therefore, it does not have a 510k number. However, this MDR is being submitted because the device is the same as or similar to a product distributed within the u.s. The sample is available for evaluation, however, the sample has not yet been received by baxter. Should the sample and/or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with 11% lidocaine and normal saline. There is not patient involvement. No additional information.